Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-03778, mw # 2210968-2022-03780 and mw # 2210968-2022-03781. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2022 and suture was used. The needle size of the suture was different on the foil. The needle size was 10mm, but it¿s now 11mm, on the box 10mm is written. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4) date sent to the FDA: 7/19/2022 h6 component code: g07002: device problem not found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: photo analysis: five images were received for review. After visual inspection of the images, closed packages with different sealed product codes were observed, the picture is not clear to determine the failure mode. Visual inspection of image (2) revealed an open box with product code nw5095. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.. Investigation of physical product: two complaint samples were received containing batch details as vicryl* product code nw2395 lot t9001 and vicryl* product code nw2395 lot t8002. Vicryl* (nw2395 lot t9001): preliminary investigation performed through artwork verification revealed that this product was manufactured and released at ethicon aurangabad in 06/2019. Revision number of this artwork was * tmv07. Vicryl* (nw2395 lot t8002): preliminary investigation performed through artwork verification revealed that this product was manufactured and released at ethicon aurangabad in 11/2018. Revision number of this artwork was *tmv06. Data source for this verification was approved artwork and associated batch records. Visual comparison, barcode verification of complaint sample as well as product artwork indicated that both the products are genuine and were manufactured at ethicon aurangabad facility respectively. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed and no deviation was observed. Finished goods were released as per established procedures. Review of label artworks: label artworks for product code nw2395 were reviewed, and it was identified that artworks for single barrier folder, foil and dispenser box were subjected to revision in line with continual improvement program. Revision number of product code nw2395 lot t9001 dispenser box is tmv05, while for product code nw2395 lot t8002 is tmv04. Revision number of product code nw2395 lot t9001 foil packaging is tmv07, while for product code nw2395 lot t8002 is tmv06. Revision number of product code nw2395 lot t9001 sbf folder is tmv04, while for product code nw2395 lot t8002 is tmv03. Needle description mentioned on packaging material as round body and taper point are synonymous(equal), no change in needle type, construction and make. These changes were approved, executed and implemented according to established change management process. From the above analysis, it is concluded that the product is genuine and there is no indication of incorrect components in the marketed product. Related to: 2210968-2022-03778, 2210968-2022-03779, 2210968-2022-03780, 2210968-2022-03781

Manufacturer narrative:
Product complaint # (B)(4), date sent to the FDA: 6/21/2022, h6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. H3 investigational summary: complaint sample: complaint sample not received for investigation. One photograph was received for investigation but was not legible. Data source for this verification was approved artwork and associated batch records. Photographic investigation of product artwork indicated that both the products are genuine and were manufactured at ethicon aurangabad/baddi respectively. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed and no deviation was observed. Finished goods were released as per established procedures. Review of label artworks: label artworks for product code nw2395 were reviewed, and it was identified that artworks for single barrier folder, foil and dispenser box were subjected to revision in line with continual improvement program. Needle provided in incident lot t8002 code nw2395 was of 11mm in-length, and artwork used was of old revision, same discrepancy was identified, and changes were implemented according to established change management process. With this change the single barrier folder and dispenser box artwork were corrected as per actual product detail. These changes were approved, executed, and implemented according to established change management process at ethicon aurangabad site. These changes were approved, executed and implemented according to established change management process. From the above analysis, it is concluded that the product is genuine and there is no indication of incorrect components in the marketed product. Additional h3 investigational summary ¿ photo analysis: five images were received from ethicon for review. After visual inspection of the images, closed packages with different sealed product codes were observed, the picture is not clear to determine the failure mode. Visual inspection of image (2) revealed an open box with product code nw5095. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/10/2022 additional information: h6 h6 component code: g07002 no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-03778, 2210968-2022-03780, 2210968-2022-03781.